Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tx60b instrument did not deliver a full staple line (only 50%). Opened a new device and completed procedure. There was no consequence to the pt.